Event description:
During the procedure, the tip of the tip of the catheter bent and fractured during insertion. The catheter was inserted through a 10f short sheath. During this process, it appeared bent under fluoroscopy and the tip appeared the catheter was removed and inspection revealed the tip was intact, but bent and damaged. Another viewflex was used to continue the procedure with no consequences to the patient.

Event description:
The event occurred during a watchman procedure.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.